Event description:
Reportable based on returned device analysis completed (B)(6) 2018 it was reported that difficulty advancing and shaft kink occurred. A 14 f isleeve introducer sheath was prepared for use. Vascular access was obtained via right femoral approach. The iliofemoral vasculature was moderately tortuous and moderately calcified. The physician attempted to introduce the sheath; however, he felt a lot of tension and was not able to cross the right common iliac artery. The physician exchanged the wire for a stiffer one, but was still unable to advance the isleeve forward. The physician elected to remove the isleeve and a kink on the sheath was noted. The isleeve was exchanged for another of the same. The 2nd isleeve was able to be smoothly advanced through the arteries. No patient complications were reported. However, returned device analysis revealed a liner tear.the returned product consisted of an isleeve sheath with the dilator in the lumen. The sheath and tip were microscopically examined. The sheath is kinked with two of the seams starting to expand 3.5cm from the distal tip. The sheath material was split/torn on the seam starting 9mm from the tip and extending to the tip. The tip has typical damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.